Event description:
Primary operative notes (B)(6) 2016 indicate the patient received a left total knee replacement due to end stage osteoarthritis. The patella was resurfaced, and depuy cement was utilized x2. The surgery was completed without indication of complication by the surgeon. On (B)(6) 2021, the patient underwent a left knee revision to address pain and tibial tray loosening at an unknown interface. The tibial insert, tibial tray, and femoral component were revised. The patella component was retained. The patient was revised with competitor products. There were no indicated intra-operative complications.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. All available photographs were reviewed, pitting was found on the attune ps fb insrt from both sides, which is indicative of debris in the space joint. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary.